Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the telescope "oes elite", 4 mm, 30°, hd, autoclavable was broken. The issue occurred during reprocessing. There were no reports of patient harm.